Event description:
Patient arrived for scheduled appointment on 4/28/92. Patient had previosusly received iontophoresis utilized the trans - q1 electrode with no adverse effects. Therapist prepared site with alcohol prep and placed electrode over left tmj area and dispersive pad over left tmj area and dispersive pad over left upper trapezius. Therapist turned unit to 2 ma (waiting one minute between the ma's). Patient complained of burning underneath the dispersive pad. Some burning is expected, but should disappear within 1-2 minutes. Therapist went and called manufacturer for suggestions/explanations. When therapist returned, burning had ceased and therapist was able to complete treatment without complaints. No blistering of skindevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other, other. The device was not destroyed/disposed of.